Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Healthcare professional reported left side "possible rupture or capsular contracture, baker grade unknown". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, h.6.

Event description:
Physician reported baker grade IV. The device has been explanted, replaced, and discarded.